Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial lead. Abbott technical support was contacted and suspected oversensing due to electromagnetic interference. No intervention has been performed at this time. The patient experienced no adverse health consequences.